Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s hospitalization for fluid volume overload and pleuroperitoneal leak characterized by dyspnea. However, currently there is no objective evidence that a liberty select cycler malfunction or product deficiency caused this event. Fluid volume overload is common in patients with end stage renal disease. Furthermore, the patient has a known history of non-compliance to pd therapy with report of skipping multiple consecutive dialysis treatments. Therefore, the event of fluid volume overload can be reasonably attributed to patient non-compliance. Based on the available information, it cannot be firmly established what led to the event of pleuroperitoneal leak. However, the event may be associated with a recent increase in fill volume prescription. Currently, there are no allegations that a malfunction with the fresenius cycler caused this event.

Event description:
A peritoneal dialysis (pd) nurse that this patient was hospitalized for an exit site infection, peritoneal leak and fluid overload. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse stated that this patient began pd therapy on (B)(6) 2024. Per the nurse, the patient is non-compliant with pd therapy and skips multiple pd treatments. The nurse stated that the patient completes approximately 5 days of treatment in 30-day period. On (B)(6) 2026, the patient was admitted into the hospital with symptoms of shortness of breath. The nurse confirmed that the shortness of breath did not occur during pd treatment. While hospitalized, the patient was diagnosed with fluid volume overload and was found to have a pleuroperitoneal leak. Additionally, the nurse confirmed that the patient has a concurrent pd catheter (not a fresenius product) exit site infection. The nurse stated that the patient does not have peritonitis. The patient underwent removal of the pd catheter and was transitioned to hemodialysis due to patient non-compliance, pd catheter exit site infection and pleuroperitoneal leak. The patient remained in the hospital at the time follow-up was performed. Per the nurse, the patient has not had any adverse effects due to fresenius products. The nurse indicated that this patient is also non-compliant with exit site care of his pd catheter. The nurse attributed the pd catheter exit site infection to patient breach in infection control. The nurse could not firmly identify what may have caused the pleuroperitoneal leak to occur. However, the nurse confirmed that there have been no malfunctions with the fresenius cycler in association with this event. The nurse stated the patient recently had a change in his fill volume from 1600ml to 2000ml due to patient not being non-compliant with his dialysis. The nurse reported that the pleuroperitoneal leak is possibly associated with the increase in fill volume. Furthermore, the fluid volume overload event was directly attributed to patient non-compliance with pd therapy.